Event description:
Pt identifiers were not provided by the reporter. The nurse observed a blood leak at the bottom of the filter during an extended crrt treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a crack occurred in the arterial cap on the filter. Review of device history records revealed the lot of cap components met all specification requirements. Mechanical integrity testing of retained samples met all acceptance criteria. Nxstage medical considers this report closed. No additional info will be provided.